Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reuh0550 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was moderate to severe flushing reaction when PICC was fully inserted. Bradycardia noted (hr decreased to 42 from 115). Symptoms very slowly resolved with reassurance, cool cloths and PICC pulled back 3cm (final tip placement upper svc).